Event description:
A greenfield filter was implanted on (B)(6) 2000. On an unknown date it was noted that the filter was tilted. In additional a thrombus was observed. In 2007 the patient experienced a pulmonary embolism. On (B)(6) 2007 the patient underwent surgery to have a second non boston scientific ivc filter placed due to the tilt of the greenfield filter.